Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and asystole) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was contamination found on the j702 in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. . Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable) asystole messages.